Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. The reported patient complication is an inherent risk in this type of procedure.

Event description:
During an ablation procedure in which the nrg transseptal needle was used, a cardiac tamponade occurred. Following the procedure, the patient expired. During an ablation procedure for atrial fibrillation, an nrg transseptal needle was used for transseptal puncture. The patient's atrium was notably large and the physician had difficulty puncturing the septum. Transseptal puncture was achieved after four applications of rf energy using the rf needle. While the physician was manipulating a biosense webster ablation catheter in the patient's left atrium, the patient complained of a chest pain. After a blood pressure drop was observed, the patient had bradycardia and then cardiac arrest. The patient received intubation and cardiac massage, and subsequently underwent cardiac surgery. It was later reported that cardiac tamponade had been confirmed with bleeding observed from the posterior wall of the left atrium. The ablation procedure was aborted. The patient was hospitalized in a coronary care unit with the use of a percutaneous cardiopulmonary support system. Following the case on (B)(6) 2019, the patient expired on (B)(6) 2020. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.